Manufacturer narrative:
(B)(4). The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
After loading a new CT onto the robot of the patient with the leksell frame on, the exam was selected for the 3d head and for exam 1. The "frame registration" button was selected on the exam manager to identify the points on the leksell. Once the exam manager was closed, a loading symbol appeared to show the images were loading. However, this took several minutes and the robot was manually restarted with the on/off switch because it was taking too long. When the robot was restarted, the new images appeared on the plan.

Manufacturer narrative:
Based on the investigation performed, the software froze during the computation of the 3d reconstruction due to a lack of available memory, in other words, the software did not have enough ram to compute and display the 3d view. No enough elements are provided to determine the origin of the lack of available memory. The technical root cause of the event cannot be determined.

Event description:
After loading a new CT onto the robot of the patient with the leksell frame on, the exam was selected for the 3d head and for exam 1. The frame registration button was selected on the exam manager to identify the points on the leksell. Once the exam manager was closed, a loading symbol appeared to show the images were loading. However, this took several minutes and the robot was manually restarted with the on/off switch because it was taking too long. When the robot was restarted, the new images appeared on the plan.